Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm permanent cautery hook instrument was analyzed, and the findings did not replicate or confirm the customer reported event. Visual inspection internal and external it was performed and passed. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the 8mm permanent cautery hook instrument have a short in the wires that are exposed at the end. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the wire was exposed. The instrument has been sent back for isi evaluation. There are no images or videos for review.

Event description:
Refer to h11 for follow-up information.